Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device received was returned in good physical condition. The blade tip was in good physical condition and broken. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a laparoscopic supra-cervical hysterectomy procedure, the tip broke off. It is unknown if it fell into the patient. A new device was used to complete the procedure. There was no patient impact.